Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. We were unable to verify blank display due to physical damage. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and peeling keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the screen is cracked underneath the screen, multiple cracks and there is a purplish color under the screen as well and no display as well. The customer stated that he dropped the pump during a set change. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer was offered to troubleshoot for blank display but declined.